Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Visual examination of the returned product/provided pictures identified the returned pvc tubing was dark/brown in color. Functional testing determined the ats device continuously pumped air to keep cuff inflated, confirmed a leak. A bubble test confirmed the leak was located where the pvc tubing connects to the right angle connectors on the left port of the cuff. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during inflation of the device, a noise characteristic of a leak occurs. After changing the device, we tested it, but no leak was found. The service does not have any more information to transmit other than the fact that a test with the cable of the defective tourniquet was performed on a new tourniquet to find out if the leak came from it. There was no leak found due to the cable. / event occurred during surgery. / no harm or injury. / 15 min delay / alternate device used to complete procedure. There was no adverse event reported as a result of this malfunction.